Event description:
Event description guidant received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) was removed from storage, interrogated and found with a battery status of middle of life (mol) with a monitoring voltage of 3.0 volts. The device was interrogated a few days later with the same results. The device has been returned to guidant for analysis.